Event description:
It was reported that the implantable cardioverter defibrillator interpreted supraventricular tachycardia as non-sustained ventricular tachycardia. Changes were made to the patient's medication. No further intervention was performed. The patient was stable.

Event description:
Information received indicates that the device was actually incorrectly interpreting non-sustained ventricular tachycardia (nsvt) as supraventricular tachycardia and was not properly treating the nsvt.